Event description:
A report was received that a patient was burned every time he charged. The physician diagnosed the burn, and gave the patient antibacterial ointment. There was redness and pain at the implant site, and the patient found it difficult to sit down. The burn was 3 inches in diameter. The patient described that the implant site was really hot even after removal of the charger. The patient was receiving pain relief, so he kept using it.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary, because the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.